Event description:
The reporter alleges back to back results of 170 and 82 mg/dl on the customer's meter. The customer was transported to the hospital by the emt's when he had a bg level of 370 mg/dl and had not taken insulin for two days. Controls were not run. Return requested and replacement was sent.